Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-12154. It was reported that the one of patient's leads was showing high impedances during surgery. As a result, the patient's lead was explanted and replaced, and therapy was restored post-op. Both devices are being reported as it is unknown which lead was replaced.